Manufacturer narrative:
The customer replaced the ise electrodes. The customer reported qc and patient results were ok. The investigation discovered the ise system reagents were contaminated during routine operation by improper reagent handling. Per product labeling, "exercise the normal precautions required for handling all laboratory reagents." Also, "hints for replacing ise bottles: always use new bottles. Make sure bubbles are not formed in the ise bottle. If bubbles formed, the liquid volume may not be detected correctly by the liquid level detection. After replacing an ise reagent, recalibrate the ise unit before you resume routine operation." The investigation determined the issue was consistent with a user error.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 cl results for five patients tested on a cobas 6000 c (501) module. The patient's initial results were not reported outside the laboratory. At 10:48, patient 1's initial cl result was 192.4 mmol/l. At 10:49, patient 2's initial cl result was 201.2 mmol/l. At 10:50, patient 3's initial cl result was 188.8 mmol/l. At 10:52, patient 4's initial cl result was 194.2 mmol/l. At 10:54, patient 5's initial cl result was 196.5 mmol/l. The customer performed calibration and qc but had failing results. The ise reagents were exchanged and primed, and the customer performed ise maintenance. The customer performed calibration and qc with acceptable results. The customer repeated the patient samples for confirmation. At 12:20, patient 1's repeat cl result was 112.6 mmol/l. At 12:21, patient 2's repeat cl result was 101.3 mmol/l. At 12:21, patient 3's repeat cl result was 100.9 mmol/l. At 12:21, patient 4's repeat cl result was 88.1 mmol/l. At 12:22, patient 5's repeat cl result was 83.6 mmol/l. The repeat results were deemed correct. The cl electrode lot number was 1111 with an expiration date requested but not provided.